Event description:
Difficulty getting the fluid out because they are going to culture it (knees) [arthrocentesis] it is really painful (knees) [knee pain] knees ballooned up [knee swelling] case narrative: initial information was received from united states on 21-mar-2022 regarding an unsolicited valid serious case from a patient via call center. This case involves a (B)(6) years old female patient who experienced difficulty getting the fluid out because they are going to culture it (knees), it is really painful (knees) and knees ballooned up with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in both knees for osteoarthritis (dose, frequency, route, lot number- unknown). Information on batch number of requested. She received synvisc one in both knees for osteoarthritis. On an unknown date in (B)(6) 2022, after latency of approx. 3 weeks, she just went for a little longer walk and it was not super-fast and when she came home that her night her knees ballooned up (joint swelling) and it was really painful (arthralgia). She talked to the md's (doctor) office, and they seemed to think it was very rare to have this happen 3 weeks out. She would like to know if this would resolve on their ow. She went back to the practice and saw the pa (physician assistant) and not the doctor who administered it and they were having difficulty getting the fluid out because they are going to culture it (aspiration joint, assessed as medically significant). The patient was asked if this was her first time receiving synvisc-one and she stated that she had monovisc before. The patient would like to know if there was a history of an adverse event three weeks out from synvisc one. This is all the information she provided at the time of her call. First time product used: yes action taken: not applicable for all the events it was not reported if the patient received a corrective treatment for the events (it is really painful (knees), knees ballooned up, difficulty getting the fluid out because they are going to culture it (knees)). At time of reporting, the outcome was unknown for the event it is really painful (knees), was unknown for the event knees ballooned up and was unknown for the event difficulty getting the fluid out because they are going to culture it (knees). A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
(B)(4) company comment dated 27-mar-2022: this case involves a (B)(6) years old female patient who experienced difficulty getting the fluid out because they are going to culture it (knees), it is really painful (knees) and knees ballooned up with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information and adverse event profile of synvisc one, causal relationship between the events and suspect product was assessed as possible. However, case would be re-assessed when further information regarding patient¿s past medications, concomitant medications, lab tests details, concurrent clinical presentations, and other risk factors becomes available.

Event description:
Difficulty getting the fluid out because they are going to culture it (knees).[arthrocentesis]. It is really painful (knees) [knee pain]. Knees ballooned up [knee swelling] . Case narrative: initial information was received from united states on (B)(6) 2022 regarding an unsolicited valid serious case from a patient via call center. This case involves a 68 years old female patient who experienced difficulty getting the fluid out because they are going to culture it (knees), it is really painful (knees) and knees ballooned up with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in both knees for osteoarthritis (dose, frequency, route, lot number- unknown; strength: 48mg/6ml). Information on batch number of requested. She received synvisc one in both knees for osteoarthritis. On an unknown date in (B)(6) 2022, after latency of approx. 3 weeks, she just went for a little longer walk and it was not super-fast and when she came home that her night her knees ballooned up (joint swelling) and it was really painful (arthralgia). She talked to the md's (doctor) office, and they seemed to think it was very rare to have this happen 3 weeks out. She would like to know if this would resolve on their ow. She went back to the practice and saw the pa (physician assistant) and not the doctor who administered it and they were having difficulty getting the fluid out because they are going to culture it (aspiration joint, assessed as medically significant). The patient was asked if this was her first time receiving synvisc-one and she stated that she had monovisc before. The patient would like to know if there was a history of an adverse event three weeks out from synvisc one. This is all the information she provided at the time of her call. First time product used: yes. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for the events (it is really painful (knees), knees ballooned up, difficulty getting the fluid out because they are going to culture it (knees)). At time of reporting, the outcome was unknown for the event it is really painful (knees), was unknown for the event knees ballooned up and was unknown for the event difficulty getting the fluid out because they are going to culture it (knees). A product technical complaint (ptc) was initiated on 21-mar-2022 for synvisc-one (lot/batch number: unknown) with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on (B)(6) 2022 with summarized conclusion as no assessment possible. Follow up information was received on 21-mar-2022 from other healthcare professional (quality department. Ptc was initiated. Additional information was received on 20-apr-2022 from other healthcare professional (from quality department). Gptc results were received and added. Text was amended accordingly.